Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument was not working. The instrument was removed and reinstalled several times. Use of the instrument was discontinued, and it was replaced with a backup instrument. The user completed the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was taken out, sent to reprocessing, and returned. A new instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument failed electrical continuity. The grip tips were manually manipulated and intermittently failed continuity test, indicating the conductor wire was broken at the grip crimp location. No signs of thermal damage or physical damage were observed. The instrument was further evaluated by a failure analysis engineer. The initial failure analysis findings were partially confirmed. The instrument failed electrical continuity for one of the grips, but the conductor wire was not found to be broken at the grip crimp location, or anywhere on the distal end. The instrument was disassembled, and conductor wire under question was cut about an inch or so from the crimp on the proximal end. While trying to strip the wire at one end to check for continuity, a piece of the wire broke off at about 3 inches away from the crimp, indicating that it was likely the point of break responsible for the discontinuity. The instrument has 9 out of 14 lives remaining.